Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system and passed normal mode. The unit failed on a patient side cart (psc) fixture test platform (pftp) as it failed the carriage friction speed low test on degrees of freedom (dof) 7 and 8. The unit went through more testing on a pftp and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sine cycle, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had issues with multiple prograsp instruments on universal surgical manipulator (usm) 1. The clinical sales associate (csa) informed the technical service engineer (tse) that this was the second case yesterday with the issue. The csa stated the jaws would not close completely. The csa informed that the customer moved the prograsp forceps instrument to another usm and had no issue. The tse reviewed the error logs and found multiple 22020 errors on usm 1 pointing to a grip axis failed to engage. The customer was able to complete the case. The csa requested a field service engineer (fse) follow up. The procedure was completed with no reported injury.